Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Evaluation found that devices were missing components. Five reported devices were scrapped by stryker. One reported device was repaired and returned. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction event, in which the device disassembled. There was no patient involvement; no patient impact.